Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the pt on june 9, 2010, and was able to obtain/verify info. The pt tests her blood glucose twice a day. She tests before breakfast and at bedtime. The pt takes set doses of actos each day regardless of her meter readings. The pt indicated that the alleged issue started on an unspecified date/time in (B)(6) 2010. The pt claimed that after the issue began, she started getting fasting blood glucose readings of "130 to 162" mg/dl. The pt mentioned that her normal fasting blood glucose levels are around "89-120 mg/dl." Due to the alleged issue, the pt started to eat less during meal times. As a result of the alleged issue, the pt claimed that she suffered three hypoglycemic events where she developed symptoms of "double-vision, sweating, nausea, and feeling faint." In one case, the pt claimed that she had gotten a normal, fasting meter reading in the morning time. Four to six hours later and after having eaten breakfast and lunch, the pt claimed that she developed the symptoms and had to treat herself by eating food. The treatment helped to relieve her symptoms. In two other instances, the pt claimed that she had gotten unspecified high readings prior to going to a mall to shop. Due to the higher than normal readings, the pt administered self-care by eating less. In both cases, the pt claimed that while she was shopping, the symptoms developed again. The pt ate food in each case which helped relieve her symptoms. The pt stated that with each of the 3 events, she did not have the meter with her at the time and therefore did not test her blood glucose while feeling low. The pt was unable to recall what specific meter reading she obtained prior to each event. In two separate instances, the pt compared the lfs meter to a relative's meter. The pt claimed that in both cases, her meter reading "30 to 42 points higher" than the other meter. The pt was unable to provide the blood glucose readings obtained for the meter-to-other meter comparisons. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia on 3 separate occasions after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.